Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a hardware low level failure. It also alarmed an insulin pump error. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Not in manufacturing mode. Pump error alarms (variable info=3) confirmed in the insulin pump history due to broken traces on keypad assembly. Unit was received with minor scratched lcd window, scratched case and cracked retainer.